Event description:
It was reported the implantable neurostimulator (ins) was nearing end of life (eol). The manufacturing representative stated ¿the new wire was not compatible¿ and the ins was returned due to product failure. There was no patient injury and after the ins and extension were replaced, the patient had recovered without sequela. Additional information received reported that both the ¿wire¿ and ¿product failure¿ were referring to the extension. On (B)(6) 2014 the ins and extensions were replaced. The extension was tested and an open circuit was found; damaged extension was replaced. The ins was replaced due to it being at eol which was considered normal battery depletion.

Manufacturer narrative:
Concomitant medical products: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: extension; product ID neu_unknown_lead, serial# unknown, product type: lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: extension; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: extension. (B)(4). Analysis of the extension found no significant anomaly, extension body cut through, product was segmented.